Event description:
Customer reported that their autopulse battery indicates battery is fully charged and the charger also shows that the battery is fully charged, but when battery is installed in the platform, it indicates "replace battery" customer also stated that they have only cycled the battery two times. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.